Manufacturer narrative:
Of the 88 allegations of a malfunction, 56 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to damaged display screen, eeprrom failure, moisture within the pump, issues with the printed circuit board and force issues. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under the voluntary malfunction summary reporting program

Event description:
This report summarizes <noe> 88</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-80 years of age and between 22 and 225 pounds. Of the reported patients, 31 were male and 50 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 4 instances of blank screen failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.